Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached end of life. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Corrected data: explant date was unintendedly incorrect in the initial report. This report contains correct information.